Manufacturer narrative:
Investigation finds there were no issues at power up, the emitter communicates and tracks the instruments through the entire volume. Medtronic rep could not replicate issue. RMA issued for a replacement emitter.

Event description:
A medtronic ent rep reported an emitter settings screen, on a fusion navigation system, showing red and making a loud noise. Components were appropriately green, then went from red to green when registered. This issue did not occur during surgery and no pt was present.